Manufacturer narrative:
A6: the patient¿s race is reported as british. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenoscope was used during an endoscopic retrograde cholangiopancreatography procedure on a patient, who subsequently passed away two days after the procedure. Additional information obtained from the customer indicated that the patient had no significant past medical history, and the procedure was performed for suspected cholangiocarcinoma and cholestatic jaundice, with the intent to obtain brushings and place a stent; no stricture or malignancy was identified, and histology showed atypia. The procedure was completed with no device issues identified. A delay in reprocessing the scope after its previous use was noted (approximately 3 hours 57 minutes post bedside clean). As reported, the patient required computed tomography imaging, admission to intensive therapy unit, ventilation, vasopressors, and renal support. The reported cause of death was pancreatitis with multi-organ failure. The customer indicated that device involvement was ¿unknown, but not likely."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b1, d8, d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the device evaluation: the light guide lens adhesive was cracked, and traces of corrosion were visible under the light guide lens. Olympus culture tested the device before and after reprocessing in accordance with the instructions for use (IFU), no abnormalities were found and the results conformed to the regulation's recommendation. A root cause could not be identified. The most probable cause of the complaint is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.